Event description:
Technician alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician found the brake caster supports are cracked. The technician replaced the brake caster supports and brake caster to resolve the issue.